Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 200 mg/dl at the time of incident. The current blood glucose was 330 mg/dl. Customer stated that the cannula was bent. Customer declined to check air bubbles and leak. Customer alleging the insulin pump because customer had issue with blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the they were using auto mode feature. The device will not return for the analysis.